Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information requested and received: were there any issues noted in regard to device performance in initial procedure? No it was an easy case, no diabetes. What were the patient symptoms that triggered a reoperation? She was really bad , sick they had a scan and found a leak and fistula. Does the surgeon believe that the dehiscence found post-op was related to an alleged deficiency of the endocutter? He does not know. How was the dehiscence diagnosed? By scan. What is meant by control examination? One month after she went to the hospital as usual. During reoperation were any issues with staple form noted? No. What is the current patient status? She has a feeding tube and because of the cortisone she has diabetes.

Event description:
It was reported that the doctor made a sleeve in a patient, during the surgery all was well but after a control examination one month after the doctor it realized that the client was not well and that there was dehiscence on the staple line to the stomach. The doctor had to reoperate the patient to redo the staple line . The patient stayed one month at the hospital.

Manufacturer narrative:
(B)(4). Additional information requested and received: were there any issues noted in regard to device performance in initial procedure? No it was an easy case, no diabetes, what were the patient symptoms that triggered a reoperation? She was really bad , sick they had a scan and found a leak and fistula does the surgeon believe that the dehiscence found post-op was related to an alleged deficiency of the endocutter? He does not know. How was the dehiscence diagnosed? By scan what is meant by control examination? One month after she went to the hospital as usual during reoperation were any issues with staple form noted? No what is the current patient status? She has a feeding tube and because of the cortisone she has diabetes the device has been discarded.